Event description:
Philips received a complaint on the intellivue mp20 indicating that non-invasive blood pressure (nibp) measurements were inaccurate. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and confirmed the reported problem. Based on the results of the analysis, it was determined that nibp needed to be calibrated. The device was operational after the nibp calibration, and the device was returned use. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).